Manufacturer narrative:
The information contained in this report is being provided to the FDA to comply with medical device reporting regulations and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination of admission that a device has malfunctioned or that a device is related to an injury or death.

Event description:
The patient underwent an interbody fusion procedure with placement of aft allograft filler tube and immediate post-operative imaging displayed potential bone graft anterior to the implant. The surgeon elected to leave the device as placed and monitor the patient with no plans for any medical intervention.